Manufacturer narrative:
(B)(4). Eval, results: mi.

Event description:
A 2.5 mm diameter x 14 mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the distal saphenous venous graft anastomosis site to the obtuse marginal 2 of a pt. No issue have been reported during implant or immediately post implant of the relevant stent; however, it was reported that approximately 8 months post implant the pt presented with symptoms of non-st elevation mi. Isr was confirmed. Revascularization of the target lesion was performed with deployment of another manufacturer stent. The pt is reported to be stable post procedure and no other clinical sequelae were reported.